Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed fault 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the failure of the drive train motor, likely attributed to normal wear and tear. The autopulse platform was manufactured in (B)(6) 2018 and has nearly reached its expected serviceable life of 5 years. During visual inspection, the front cover was observed to be cracked in the front-end area. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front cover will be replaced to address the issue. Based on archive data review, multiple fault 16 were observed on the event date, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault 16, thus, confirming the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to a failure of the drive train motor (slipped bushing). When the bushing slips, the drive train motor will seize and be unable to rotate. The drive train motor will need to be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4).

Event description:
After patient use, the autopulse platform (sn (B)(4)) displayed fault 16 (timeout moving to take-up position) when the lifeband was replaced. The fault 16 cannot be cleared. No patient involvement.